Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis revealed that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that an alert was triggered due to low pacing impedance on the right ventricular (rv) lead. The lead also exhibited rising thresholds and no capture at maximum output. It was suspected that the lead had moved. A revision was attempted but the helix would not retract and appeared to be bent and not in line with the lead body. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.